Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager was failing to open. A field service engineer (fse) adjusted the housing to allow proper closing. The switch contacts were cleaned and greased, and the application was tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred and the device displayed a failed hardware message. The customer stated that the refrigerator door could not be opened. Troubleshooting was attempted, including performing a drawer recovery, rebooting the station, and conducting a hard reboot. Despite these steps, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.